Manufacturer narrative:
Batch review performed on 17 january 2019. Lot 145338: (B)(4) items manufactured and released on 11 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on january 04, 2019. 4 years after primary cementless tha the cup is revised due to psoas impingement, according to report. This problem was not caused by a faulty device.

Event description:
The patient had pain caused by irritation of the psoas tendon. The surgeon revised the head with a medacta head. The cup and the liner were revised with another company product. The surgery was completed successfully.